Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited loss of capture and intermittent sensing. The lead was not implanted and replaced. The patient experienced no adverse consequences.